Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range pacing impedance measurements greater than 3000 ohms in the left ventricular (lv) channel. Technical services (ts) was contacted and reviewed the data available. This lv lead remains in service. No adverse patient effects were reported.